Manufacturer narrative:
The field service engineer checked the fluidics system. Probes, a clot detector, and valves were replaced. The fluidics system was cleaned. Precision studies were performed and were successful. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer ran precision studies and the results were valid. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one pediatric patient sample tested with ca2 calcium gen.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The reporter noted they often have clot alarms for one probe. The sample initially resulted with a calcium value of 24.73 mg/l. The sample was repeated three more times, resulting with values of 44.52 mg/l, 108.02 mg/l, and 106.58 mg/l. An additional value of 108.52 mg/l was provided, but it is not clear if this is an additional value for the patient sample or if it was provided in error. A clarification has been requested. The calcium reagent lot number was 468392. The reagent expiration date was requested, but not provided.